Manufacturer narrative:
(B)(4). The mitraclip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the recurrent mitral regurgitation, single leaflet attachment, complete clip detachment, cardiogenic shock, and heart failure. It was reported that on (B)(6) 2018 one mitraclip was implanted in the patient with grade 4 degenerative mitral regurgitation (mr) reducing mr to grade 2. On (B)(6) 2018 the patient had low output syndrome and went into cardiogenic shock via heart failure and was transported to the emergency room. Echocardiogram found the mitraclip was only attached to a single leaflet and the patient had recurrent mr grade 4. The patient was transferred to another hospital. After arrival to the other hospital, echocardiogram found the mitraclip detached from both mitral valve leaflets and was in the cardiac apex. It was thought that the mitraclip detached from the second leaflet during the transfer to the hospital. Mitral valve replacement and tricuspid annuloplasty surgery was performed on (B)(6) 2018 but the embolized mitraclip was unable to be found during surgery, but was visible on the echocardiogram. Infective endocarditis was found in the surgery and was thought to be the cause of the single leaflet attachment. The physician does not believe the mitraclip caused/contributed to the infective endocarditis. Postoperatively, the patient is in stable condition. Per the echocardiogram, the embolized mitraclip remains stable in the cardiac apex in the left ventricle. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Review of the complaint history did not indicate a lot-specific quality issue. A definitive cause for the single leaflet device attachment (slda), cardiogenic shock and heart failure (hf) cannot be determined. These could be related to the reported complete clip detachment (ccd); however, this cannot be definitely confirmed. The infective endocarditis and the resultant slda were possibly influenced by user technique/operational context, however this cannot be conclusively confirmed. The mitral regurgitation (mr) and ccd appear to be cascading effects of the slda. The embolism and foreign body in patient are cascading effects of the ccd. The reported patient effects of emboli (mitraclip implant), mr, hf, cardiogenic shock, and failure to retrieve mitraclip components (foreign body in patient), as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Patient codes: 1820 labeled 1816 labeled. Internal file number - (B)(4). The reported patient effects of dyspnea and edema as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. (Article): attachment of a migrated mitraclip to the left ventricular apex: a novel case report.

Event description:
Subsequent to the previously filed report, additional information was received via an article, titled, attachment of a migrated mitraclip to the left ventricular apex: a novel case report. The article mentions the patient having dyspnea and edema post mitraclip procedure.